Event description:
Additional information received identified the ipg was explanted and replaced with another model which resolved the issue. Therapy was restored.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation as the patient was unable to establish communication with the charger. Replacement charger sent to the patient failed to resolve the issue. A manufacturer representative confirmed the ipg was inoperable. Surgical intervention may be taken at a later date to address the issue.

Event description:
Patient¿s complaint record review indicated the patient lost weight and felt the ipg had migrated. Surgery is still pending.